Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a tuberculin syringe. The customer states the syringes have a gold colored liquid inside them.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The manufacturing site received eight unpackaged samples with this customer report. A complete investigation was performed. The plunger/rubber tip was partially extended on six of the syringe samples and yellowish colored droplets were visible inside the syringe and inside of the sheath. Visual inspection to the quality inspection standard was conducted. The ftir laboratory search result show a 95% match consistence with water. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Potential contributing factors to liquid in syringes includes, but is not limited to: - during syringe needle attachment, air is blow through needle and potential liquid from needle manufacturing will storage in the sheath. Periodic verification of defect detection sensors is conducted during the manufacturing process to ensure the continued effectiveness of the manufacturing process. The following control mechanisms are in place to prevent the occurrence and acceptance of contaminant in the needle and syringe assemblies during the assembly and packaging processes: all lots of hypodermic needle tubing meet the requirements defined in international standard iso stainless steel needle tubing for manufacture of medical devices. The manufacture of the molded sheath, molded hub and needle assembly is conducted within a validated process. Production associates routinely examine product to ensure it meets the quality inspection standard. Medtronic maintains material verification processes. The hooded needle assembly must pass a certification review before they are released to the floor for production. Procedures and work instructions exist for the proper handling and verification of hooded needle assemblies and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The assembly machine is equipped with a detection system to verify the presence of the hooded needle assembly during the assembly process. Periodic verification of the detection sensors are performed to ensure continued process reliability. Requirements for the cleaning and maintenance of the assembly equipment are documented and records are maintained of compliance activities. During manufacturing, production associates are required to breakdown packaging and assemblies to ensure the proper assembly of the syringe and function of the machine. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes visual and physical testing requirements. Based on the existing controls and the complaint history review, additional correction or containment activities of product are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.